Event description:
Complainant alleged that 2 shocks were successfully delivered to a female pt in cardiac arrest, on an attempt to deliver a third shock, the device displayed a "defib fault 72" message. Complainant indicated that the pt subsequently expired, however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.